Event description:
(B)(4). The symptoms started almost immediately after the implantation of the devil device in (B)(6) 2009 . Fatigue, migraines, mood changes, loss of sleep, sever abdominal pain, cramping, irregular period, painful mensuration, painful intercourse, bleeding with intercourse, joint pain, muscle spasms, nausea, hot flashes, sensitivity to heat and the sun, dizziness, lightheaded, numbness, tingling etc. I have had multiple labs taken, multiple MRI and xrays.. Some of the diagnoses that have been contributed towards this device is , chronic migraines, nerve damage, polycyctic ovarian syndrome, barrets esophageal disease, fibromyalgia, depression, anxiety, incontinence. Painful intercourse with bleeding, bowl inflammation, chronic neck and back pain, with limbs that are numb, tingling, and on fire all the time. I go to the pain clinic monthly to get injections to help control the pain.